Manufacturer narrative:
(B)(4). The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event. At the completion of the clinical evaluation, based on lack of medical information available for review, there was no evidence to support the following: endoleak type iiia. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; off label use of neck anatomy. The manufacturing lot record evaluation confirmed all devices met specifications prior to release. Device was not returned, therefore no physical evaluation was completed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with a bifurcated stent and a suprarenal aortic extension. The physician identified a potential type 3a endoleak without the use of contrast imaging due to patient's poor renal function. The physician elected to implant an infrarenal aortic extension to seal the endoleak. The subsequent endovascular procedure was completed and there are no additional adverse events reported for this patient.